Manufacturer narrative:
No product being returned for evaluation. Should new information become available a follow up MDR will be submitted.

Event description:
Received information stating patient experienced fluctuating bg.